Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV. Device migration/implant malposition, suspected/actual rupture/deflation, change shape/size/style, ptosis". The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.